Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The manufacturing records were reviewed and no complaint related issues were found. Placeholder.

Event description:
It was reported that the radiolucent drive was used for proximal side locking, but the bone could not be cut due to the torque shortage. After checking and taking out the air, the radiolucent drive was reattached and retired. When the doctor added the pressing force, the lower and reverse rotation gradually occurred and the drill stopped, as if it was running out of battery. The surgeon tried to reduce the size down to 3.2mmm, then 2.7mm, but it could not penetrate the cortical bone at the opposite side. It managed to pierce through with use of the normal 4.0mm drill. As the doctor pulled its trigger after taking out the drill from the bone, a cylinder of the radiolucent drive happened to rotate. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). A review of the DHR for this lot has been requested. Tests have not revealed any problem with the instrument in question. This led us to believe that the possibility arises that the drill bit may have been blunt. No product fault could be detected.